Manufacturer narrative:
(B)(4) date sent: 9/9/2024 d4 batch #: a9e277 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with no apparent damage. It was connected to a generator, evaluated with a test instrument and the hand activation feature was non-functional. However, it worked properly with footswitch assembly. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece. In addition, the moisture indicator was positive. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. It is probable that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that during an unknown procedure the instrument could not be activated with this hand piece. Changed to another device to complete surgery. There was no patient consequence reported.